Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving them enough insulin. Their blood glucose were over 200 to 400 mg/dl. They were hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose at the time of the incident was 400 mg/dl. After hospitalization the customer¿s blood glucose value went down to 150 mg/dl. The customer experienced symptoms such as dizziness. The customer was treated with syringes and sliding scale. The customer was wearing the insulin pump during the hospitalization. Their current blood glucose was 228 mg/dl. The insulin pump will not be returned for analysis.